Event description:
It was reported that during an unknown procedure, there was a damaged articulation gasket. After the first stapling without issue, it was impossible to straighten the device. No information is available on the management of this issue, despite several calls to the customer. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis showed that the (B)(4) device was received with the articulation mechanism damaged. The device was received without reload present. The device was tested for functionality with test reloads on the three articulated positions; on the left and right it fired, cut and formed the staples as intended. However, on the center side the device malformed some of the staples. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth were found broken. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.